Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, the customer would straighten the infusion set tubing and resume insulin delivery. The customer's blood glucose level ranged from approximately 110-120 mg/dl. It was confirmed that the cartridge was not cracked. The customer declined to remove the infusion site; however, confirmed that the site was not dislodged, leaking, or feeling uncomfortable. The customer declined follow-up from tandem technical support.